Event description:
I am a physician. I am self-reporting that I had breast cancer in 2008 and had bilateral allergan silicone implants placed. Now, I have symptoms. The kind of lymphoma I have is cutaneous t-cell lymphoma on my trunk, including the breast area. Although I realize this is not the kind of lymphoma that prompted the implant recall (breast implant-associated large cell lymphoma), I believe my lymphoma may be due to my implants. I have also been diagnosed with sarcoidosis, an autoimmune condition that I believe may also be related to my implants. I plan to have the implants removed. Notably, I have had more than 10 episodes of "red breast syndrome" since placement of the implants and, as a result, had the implants replaced twice, each time again with allergan silicone implants. I hope the FDA is investigating whether add'l lymphomas and auto-immune conditions may be associated with these implants, not just what is currently known based on what has been reported to date (breast -implant associated large cell lymphoma). I would hope that the FDA would take add'l action, including requiring allergan to f/u with providers and actively procure data on outcomes among women with these implants. Clearly, many providers and almost all consumers are not aware of the medwatch or any other FDA reporting mechanism for reporting of adverse events, so add'l active measures are critical to prevent further deaths and morbidity. FDA safety report ID # (B)(4).